Event description:
Country of complaint: (B)(6). During an operation, the screws, which fixed near handle, were loose and fell into the patient's body. The screws were picked up by the surgeon and there was no possibility that the screws remained in the pt. According to the customer, the usage time is only one time. There was a delay in procedure, length of delay not reported.

Manufacturer narrative:
Eval on-going at manufacturing site.